Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with leak at site. The customer states their levels have been running high due to leaks. The customer's blood glucose level at the time was 537mg/dl. The customer treated with the pump. The customer states they conducted full set change and no longer have old set. No further assistance provided at this time.